Event description:
It was reported that during an lavh procedure, when they cleaned the debris off the device, the tissue pad detached. No piece fell into the patient. Another device was used to complete to procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.